Manufacturer narrative:
MDR 3005778470-2021-00266 / device 1 of 1. Common device name- gentle cath glide male ch 18. Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4). Currently unable to populate brand name, common device name, and procode.

Event description:
It was reported by the product end user that the "catheters have sharp eyelets". The end user reports that while removing the catheter he sees "pieces of tissue" and notes "bleeding", the bleeding is noted to ooze for up to an hour after catheterizing. He states this issue is ongoing but was worse before 3 months ago when he had urethral dilation and has experienced this issue while trialing other brands of catheters as well. The end user did not require hospitalization, he continues to use the product. He catheterizes three times daily to keep the urinary strictures "more open". The end user reports no treatment for the bleeding from his health care provider. Photographs were provided by the end user of the catheters. This MDR was created to capture the unknown lots used by end user.